Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance and had failed to recover. A field service engineer replaced the pyxis module controller board on main full-height drawer 1 and replaced the retractor band on auxiliary half-height drawer 6.2. The user successfully recovered the failed drawers and cubie pocket and returned ejected medications back into medstation. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.